Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error code was not observed but a reportable error code related to the internal battery was observed. Evt_internal_batt_failed means the internal li-ion battery is reporting a permanent failure. The internal battery pack would need to be replaced to address this issue. During evaluation of the device insect droppings were found in the device. Customer has requested that device be returned unrepaired.additionally, during the evaluation of the device at the third-party service center, a non-reportable error code related to the internal battery was observed. Evt_internal_batt_depleted means the internal li-ion battery is depleted (and has not been disconnected). Also, non-reportable error codes related to patient settings were observed. Evt_circuit_disconnect means a high flow condition has been detected and evt_low_min_vent means the measured minute ventilation is less than or equal to the alarm setting. During evaluation of the device insect droppings were found in the device. Customer has requested that device be returned unrepaired.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.